Manufacturer narrative:
Unknown/possible ingress.

Event description:
Provider alleges the chair had a spark and fire in the wire harness.

Event description:
Provider alleges the chair had a spark and fire in the wire harness.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.